Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the post-implant chest x-ray indicated the left ventricular (lv) lead had dislodged. Additionally, the lead was unable to pace and exhibited unstable thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.